Manufacturer narrative:
Added - 1 additional lvp and pri tubing . The report of a rate change was confirmed in the pcu event log. The pump module was received with the instrument seal intact. The only observed anomalies were slightly dull iui connectors. Functional testing performed found the pump module to be delivering fluid within specification. The pcu event log shows pump module s/n 14514558 was programmed to infuse oxytocin induction 30unit/500ml (drugid 163) at a rate of 2ml/hr with a vtbi of 40ml at 2:16 am on 19 february 2019. The log then shows the user channeled the device off at 6:02 am and the device was restored to infuse the previous infusion (2ml/hr) at 7:32 am. At 9:04 am, the user channeled the device off. Two seconds later, the user programmed an infusion of oxytocin post delivery 30unit/500ml (drugid 165) through guardrails. The user entered 333ml/hr for the rate and 150ml for the vtbi. At 9:32 am, the primary infusion completed and the device transitioned to kvo at the kvo rate of 15ml/hr. At 9:35 am, the user changed the rate to 95ml/hr and the vtbi to 337ml. At 1:09 pm, the primary infusion completed and the device transitioned to kvo at the kvo rate of 15ml/hr. At 1:11 pm, the user channeled the device off. The volume recorded as being infused during this period was 498.528ml. The root cause of the customer¿s experience of an unintended rate change was identified as due to user programming.

Event description:
It was reported that a pitocin drip that had been turned off was unknowingly restarted in the l&d unit. Pitocin 30units/500ml was initiated at 0200 at a rate of 2 mu/min for induction of labor. At 0745 the clinician turned off the pitocin infusion and confirmed that the device remained off at 0820. Upon delivering the baby at 0903, the clinician noted that the pitocin was infusing again at 2 mu/min. The device was turned off and restarted on a post-delivery mode with a rate at 334 mu/min. To contract the uterus and prevent bleeding. The device was plugged into an external outlet and no alarms were noted at the time of the event. The customer stated there was no patient harm. Although requested, there were no additional details or information provided regarding this event.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Devices received 03/09/2019.

Event description:
The customer reported at 0200 pitocin 30 units/500ml was initiated at a rate of 2 mu/min. The rn stated "at 0745 the device turned off, the rn confirmed device was still off at 0820. At delivery, 0903 the device was noted be on at 0200, the device was turned off and restarted on a post-delivery mode with a rate of 334. The device was plugged in to an external outlet and no alarms noted at the time of the event." The customer reported that there was no patient harm.

Manufacturer narrative:
The customer¿s report of rate change was confirmed in the pcu event log. Log analysis pump module s/n (B)(4) was programmed to infuse oxytocin induction 30unit/500ml (drugid 163) at a rate of 2ml/hr with a vtbi of 40ml at 2:16 am. At 6:02 am, the user channeled the device off, and at 7:32 am, the device was restored to infuse the previous infusion (2ml/hr). At 9:04 am, the user channeled the device off. Two seconds later, the user programmed an infusion of oxytocin post delivery 30unit/500ml (drugid 165) through guardrails. The user entered 333ml/hr for the rate and 150ml for the vtbi. At 9:32 am, the primary infusion completed and the device transitioned to kvo at the kvo rate of 15ml/hr. At 9:35 am, the user changed the rate to 95ml/hr and the vtbi to 337ml. At 1:09 pm, the primary infusion completed and the device transitioned to kvo at the kvo rate of 15ml/hr. At 1:11 pm, the user channeled the device off. The volume recorded as being infused during this period was 498.528ml. Although the event description does not state the unintended rate, the event description does not mention a rate of 95ml/hr. Functional testing performed found the pump module to be delivering fluid within specification. The root cause for the unintended rate change was identified as due to user programming.

Event description:
It was reported that a pitocin drip that had been turned off was unknowingly restarted in the l&d unit. Pitocin 30units/500ml was initiated at 0200 at a rate of 2 mu/min for induction of labor. At 0745 the clinician turned off the pitocin infusion and confirmed that the device remained off at 0820. Upon delivering the baby at 0903, the clinician noted that the pitocin was infusing again at 2 mu/min. The device was turned off and restarted on a post-delivery mode with a rate at 334 mu/min. To contract the uterus and prevent bleeding. The device was plugged into an external outlet and no alarms were noted at the time of the event. The customer stated there was no patient harm. Although requested, there were no additional details or information provided regarding this event.